Event description:
Medtronic received information that prior to use of the custom tubing pack, it was reported that the tubing was slightly bent in the package. The use of the device was unspecified. There were no adverse patient effects. Medtronic received additional information that the tubing being slightly bent was observed before the operation started. Medtronic received additional information that there was no leak observed. The bent/cracked part was observed right away when the box was opened. Medtronic received additional information that some of the packs were bent, and some of the packs were cracked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the bend/kink/crack occurred on line 3 of the custom tubing packs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.